Event description:
It has been reported that one bd insyte¿ IV catheter has been found with the needle piercing through the catheter before use. The following has been provided by the initial reporter: the needle pierced thru the catheter.

Manufacturer narrative:
H.6. Investigation: photo evaluation: ¿ 4 photos were received for evaluation. ¿ catheter damage was observed from the photo. Sample evaluation: ¿ 1 actual sample was returned for evaluation ¿ catheter damage was observed from the sample received a device history record review found no non-conformances associated with this issue during production of this batch. Investigation shows that user error could cause the needle pierced through catheter during product application when the product was manipulated. This can't be confirmed however and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd insyte¿ IV catheter has been found with the needle piercing through the catheter before use. The following has been provided by the initial reporter: the needle pierced thru the catheter.